Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap. Chole procedure the clips scissored on the cystic duct. One side of the clip was closing before the other side of the clip would close. There was no torque on this device. The device was used to complete the case with no patient consequence.